Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06423884 that an ar-6485 pump sensor is malfunctioning. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-6485 synergy cw4 arthroscopy pump, serial number (B)(6), was returned for investigation. Visual evaluation found signs of wear and tear. Marks on the top panel were observed. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 2 minutes, and an error message was observed on the operator screen. The pump¿s door was opened several times, and the tubing connection was checked, re-installed, and closed again, but the pump showed a ¿door open¿ error message on the operator screen. Testing the device was impossible as the door open error did not disappear. The most likely cause for the reported failure is misuse by the end user.